Manufacturer narrative:
The device was being used by the patient when they alleged that they began feeling tenderness in their rib area. The patient had been using the vest 3-4 times per day for 20 minutes for 5 days when the issue occurred. The patient followed up with the physician who ordered and x-ray that confirmed 2 broken ribs. The account made no allegation of the vest malfunctioning. Based on this information, no further action is required. This is a serious injury per FDA definition.

Event description:
Hill-rom received a report from the account stating they suffered 2 fractured ribs while using the vest. The vest was located at the account. There was patient/user injury reported.this report was filed in our complaint handling system as (B)(4).